Event description:
Enteral feeding pump was set at 99 cc/hr. 1000 cc bottle of promate was hung at 7:30 am, and at 12 noon all of the tube feeding had infused ( 4 1/2 hrs). The feeding pump was properly threaded. The resident did not sustain any ill effects as a result of the malfunctioning pump. The pump was tested at the same setting and malfunctioned again.